Event description:
The patient experienced a lack of therapeutic effect following a fall. The patient fell face-first at some point last year and did not feel well enough to visit her health care professional for an evaluation until (B)(6) 2011. The patient's health care professional reported high impedances (>4000 ohms) on all of the bipolar electrode pairs and saw a low battery message. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).